Event description:
It was reported that for the transport chair the black rubber glide on horizontal seat rail became detached at vertical frame junction; piece remains on rod but is no longer seated in track.

Manufacturer narrative:
It was reported that for the transport chair the black rubber glide on horizontal seat rail became detached at vertical frame junction; piece remains on rod but is no longer seated in track. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.